Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire was inconclusive due to the sample condition. A single photograph of a guidewire was returned for evaluation. No apparent kinks or breaks were noted in the guidewire. A red circle had been annotated onto the photograph, indicating the area of concern. The diameter of the guidewire changed in this region. Per the device specifications, the guidewire consists of a full-length tapered core wire with a coil wire wrapped around the distal tip. It appeared that the area circled in the photograph was of the transition where the coil wire was attached. As the physical device was not returned, it could not be determined if the device was outside of the dimensional specifications nor could the device be evaluated for microscopic transition flaws. As the submitted photograph did not contain enough information to confirm the event or identify a specific root cause, this complaint will be recorded as inconclusive. This complaint will be recorded for future trending and monitoring purposes. A sample was not returned for the other reported occurrence; therefore, that occurrence is also inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during catheter placement on (B)(6) it was discovered that the guidewire inside the mst had uneven thickness and a barbed tip at the front end. After replacing it with a new catheter, the same issue occurred. Another batch was then replaced for catheter placement. This report addresses both faulty devices.